Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps. Tandem customer technical support informed the customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 498 mg/dl to "high"; however, a specific value was not provided. Elevated bgs were addressed by a correction bolus via the pump and a manual insulin injection.